Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call, the insulin pump had alarmed motor error. The customer's blood glucose was 300 mg/dl, treated with correction pen. Alarm occurred while customer was rewinding it. The customer removed the battery and reverted to her back up plan. The device is not returning for analysis.